Event description:
It was stated that the patient reported that product not adhering and set fell off after insertion on (B)(6) 2026.

Manufacturer narrative:
E1:name: (B)(6)country: united states of americastreet: (B)(6).based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380